Event description:
"Pt wasn't getting pain relief. When the nurse checked the gemstar pump it showed 40ml left. When she checked, the bag was empty." Upon further query the following info was provided that indicated the pt received more medication than intended. In 06 at an unspecified time, the pump was programmed for the pain mgmt, in the bolus only mode, to deliver fentanyl (10mcg/ml) with a 30 mcg loading dose, a 10mcg bolus dose, an 8 minute bolus lockout, a 65mcg one hour bolus dose limit and a 100ml volume to be infused (vtbi). The following day at 1000, the pt complained of increased pain and at this time the nurse found the bag was empty. The physician was notified, the infusion was discontinued, and the pt was started on an unspecified oral pain medication. The pt's vital signs reamined stable. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.